Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer air bubbles were in reservoir. The customer was advised to change infusion set. The customer stated that the air bubbles did persist after set change. Customer has looked and called before for the same issue. The customer was advised to return set and reservoir for analysis. The customer would like to have pump replaced.

Manufacturer narrative:
Evaluated two opened/used reservoirs; performed pre-fill reservoir and reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected and locked in place properly. Conclusion: no air bubbles.